Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed. It was reported the mobile programmer application crashed, and there was an issue with a loss of communication diagnostic message. This complaint was confirmed based on log files. The most likely root cause was traced to a component failure. It was also reported the bluetooth connection was lost; the most likely root cause was traced to a known inherent risk of the device. The primary analysis finding indicated the implantable device application crashed. Additional findings indicated that bluetooth connectivity dropped out and the common application had incorrect data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the mobile programmer was in use during a procedure, connection to the device was very poor once the device was handed to the doctor and being implanted. It was noted that even when the user was standing right next to the patient (less than 1 metre between patient connector and device) the mobile programmer was unable to complete any testing at all through the device and every time the user pressed a button for a sensing, threshold or impedance test, it would fail and display a diagnostic message indicating that connection had been lost. It was further reported that after the device was implanted and the doctor was suturing, testing could not be completed due to the communication issues and the mobile programmer crashed with a white screen displayed indicating that an unexpected error had occurred and directing the user to contact a company representative. It was noted that wireless fidelity (wi-fi) was turned off and no other blue-tooth devices were connected when the issues were observed. The mobile programmer and patient connector remain in use. No patient complications have been reported as a result of this event.